Event description:
It was reported that post-paced t-wave oversensing was observed on the device. No intervention has been performed to resolve the event at this time. The patient was in stable condition and will continue to be monitored.